Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging that an unspecified error message issue with a one touch ultrasmart meter. The patient was unable to recall what error message had appeared. She claimed that the alleged issue started on an unspecified date/time a month ago prior to contacting lfs. An hour after the alleged issue began, the patient claimed that she developed low blood glucose symptoms of tiredness, sweating, acting crazy, and being unable to talk. As a result of the alleged issue, the patient administered self-treatment by eating food and/or drinking a beverage. During the time of concern, the patient was able to test her blood glucose on another device and got a result of "120 mg/dl." It would have been helpful to know the following information: what actions the patient took before and after the symptoms developed, what actions the patient took after the alleged error message issue began, and when the result of "120 mg/dl" was obtained in relation to when the alleged issue and symptoms started. In addition, it would have been helpful to know the patient's testing frequency and her medication and diabetes management regimens. While speaking to the customer service representative (csr), the patient refused to perform a test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.